Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient's lead had high impedance and fractured in 2012 so a new lead was implanted to act as the pace/sense portion of the lead. Both right ventricular (rv) leads are suspected to have fractured and were explanted and replaced. No patient complications have been reported as a result of this event.